Manufacturer narrative:
The customer powered down the system and unplugged the power cords. A field service engineer (fse) visited on (B)(6) 2010 and adjusted the motor for better belt tension after finding the drive belt loose and slipping on the pulley on the centrifuge track. Fse checked all motors for overheating and found none. Fse ran samples and spun centrifuges to verify operation. No more burning smell or errors were noted. There was no reoccurrence of this issue.

Event description:
A customer contacted beckman coulter inc. (Bci) after noting a burning smell from the centrifuge area of the power processor. No injury was reported.